Event description:
A customer reported "loose tip" messages displayed and no phaco power was experienced during a procedure. The system was exchanged and the case was completed without harm to the pt. There was a 10 minute delay.

Manufacturer narrative:
The company rep examined the system and replaced the u/s controller printed circuit board (pcb). The system was tested and met all product specifications. The u/s controller printed circuit board (pcb) was returned and a visual assessment of the returned sample did not reveal any nonconformity. The u/s controller printed circuit board (pcb) was tested and passed all testing. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).